Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 75% to 35% within 2 hours. The customer¿s blood glucose level was 514 (mg/dl). The customer was unsure if the elevated bg level was due to the battery issue. An infusion set site change and bolus were used to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood gluocse event.